Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported not tightening the connection between the cassette and the solution bags properly which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide. It instructs the hp to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line/line) occurred on a homechoice (hc) device during dwell one of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was an incomplete connection between the cassette line and a supply bag. The hp also stated there was air in the supply bag. A technical service representative (tsr) explained the alarm to the hp and assisted the hp with ending therapy. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.